Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the image issue occurred due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including integrated circuit chip and capacitor, mounted on the electric circuit board had a defect. Additionally, it is likely that the foreign material originated from medical solution or medical glue used for procedure. There was no damage to the area where the foreign material was detected, and it was unknown if reprocessing was performed according to the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. However, it is likely the foreign material was not removed sufficiently due to the factors such as the device was not cleaned immediately after procedure. The event can be prevented/detected by following the instructions for use described in ¿chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system.¿ and ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the flex deflectable videoscope exhibited a foggy image which occurred due to damage to the objective lens. The distal end, bending section cover, objective lens, light guide lens, and the insertion pipe had foreign objects. There were no reports of patient involvement.